Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump had prime rewind anomaly. The customer¿s blood glucose was 499mg/dl at the time of the incident. The customer¿s current blood glucose was 100 mg/dl. The customer reported that the pump was stuck in the rewind position. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer treated high blood glucose with manual injection. The customer declined troubleshooting for high blood glucose as the pump was not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.